Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not respond to multiple requests for more information. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information.

Event description:
Facebook complaint received. "Had mine down in 2010. Had to have emergency surgery to have it removed (B)(6) 2022. Left me with dis motility of my stomach and esophagus. I would not record this at all worst thing I ever done."